Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they tried using new batteries on the insulin pump but none of them was accepted. The customer¿s blood glucose during the incident was unknown. It was also reported that they had failed battery test alarms with several batteries. No further details were given. The insulin pump will not be returned for analysis.